Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that a magnesium 4gram/50ml infusion was programmed to infuse at 12.5ml/hour for a duration of 4 hours. During shift change handoff, the rn noticed that the magnesium 50ml bag was almost empty. The device was checked to find that the programming was correct and the medication was hung was found to be hung correctly. A review of the knowledge portal data confirmed that the device was programmed correctly. The infusion was completed in 26 minutes. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s experience of an overinclusion of magnesium was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s experience of an overinfusion of magnesium was not identified.

Event description:
It was reported that a magnesium 4gram/50ml infusion was programmed to infuse at 12.5ml/hour for a duration of 4 hours, however at shift change, the nurse noted that the magnesium 50ml infusion was almost empty, and had completed in only 26 minutes. The device was checked, as well as a review of the knowledge portal (ikp) data confirmed that the device had been programmed correctly. The customer further stated that there were no adverse effects caused to the adult patient from the event.